Manufacturer narrative:
The exact age of the patient is unknown; however, patient was over 18 years of age. Concomitant medical product (B)(6) endoscope. A visual examination found that the device returned with the basket in the closed position. The guidewire lumen (sidecar) presented with pushback. Functionally, the basket was able to be extended and retracted without issue. When extended, the basket width was measured and met specification. A second functional evaluation was performed after advancing the device through an endoscope, and then bending the endoscope at the elevator area. The basket was then extended, but it failed to open completely and the basket width no longer met specification. The condition of the returned incident device was consistent with the complaint that the basket failed to fully open. The evaluation further revealed that the guidewire lumen (sidecar) presented with pushback. The sidecar pushback likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure within the common bile duct performed on (B)(6) 2011. According to the complainant, while attempting to capture a stone, the basket could not be fully extended. The device was withdrawn, and then the procedure was completed with another trapezoid rx lithotripter compatible basket. After the procedure, the original device was advanced through an endoscope, the endoscope was bent at the elevator, and then the basket was actuated; however, the basket did not open completely. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results; sidecar pushback.